Manufacturer narrative:
Submitting correction as this device was not premature discharge of battery was not previously confirmed by data analysis. The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the rate of battery depletion increased over the past year. While battery depletion increased, further detailed analysis found a non-depleted functional cell with no battery-related failure determined. No evidence of capacitor leaks was observed, with one capacitor damaged upon removal for analysis. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced and was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device was replaced and expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Submitting correction as this device was not premature discharge of battery was not previously confirmed by data analysis.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced and expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.